Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored. This report is made based on the results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the pump powered up to a dim and discolored verify screen. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. The bolus button cover was missing from the returned pump and the function of the bolus button was unable to be tested. (B)(6).